Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (add gel and adjust belt messages) has been confirmed. There was a broken pulse wire in the rear #1 therapy electrode. The root was unable to be identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing adjust belt and add gel messages.